Event description:
Event description guidant received information that the patient with this pacemaker, which was in the second population of the hermetic seal advisory, had the device explanted due to the recall and that the device was leaking. He states his heart is now out of rhythm. He now has a competitior's device.